Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. No motor noise anomaly noted. The insulin pump was received with minor scratched display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer blood glucose was 382 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.